Event description:
It was reported that the cartridge was leaking from an unknown location. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.